Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
On 2016-08-31: it was further reported that the lead was returned.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert.

Event description:
It was reported that the patient presented in the emergency room after hearing beeping tones. The patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead had a confirmed fracture, high bipolar pacing impedance, oversensing, noise, six hundred and ten sensing integrity counter (sic) counts and forty six high rate non sustained ventricular tachycardia (vt) episodes. The lead was reprogrammed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.